Event description:
It was reported that multiple minimum fill notifications occurred after filling cartridges with 200 units of insulin. Customer¿s blood glucose was 124 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.